Event description:
It was reported that the patient's left hip was revised due to shell loosening. A shell, liner, and femoral head were revised. Rep confirmed there are no allegations against the revised head and liner, and that no further information will be released by the hospital or surgeon. Update 08-march-2023: originally, it was reported to the rep that the shell was aseptically loose. The surgeon did not receive culture results until 2 weeks post-op, which confirmed the patient had an infection at the time of revision.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.